Manufacturer narrative:
(B)(4). Batch #: u5ax3k. Device analysis: the analysis results found that the tlc10 device was received with no apparent damage and with a cartridge reload loaded in the device. The reload had the proximal six drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. After the functional test, four staples were noted missing along the staple line. These staples do not create a fluid path. It should be noted that the cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information, please refer to the instructions for use. It is possible that an improper handling of the reload caused the staples to fall out. The proper handling instructions should be used when removing and reloading cartridges into the device. Please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staple presence. The swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested but not available: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? Is the current state of the patient known?

Event description:
It was reported that during an unknown procedure, the knife didn't go out. There were no patient consequences reported. No additional information is available at this time.